Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The event reporting the breakage of a lag screw adapter tip during extraction surgery could be confirmed. Based on investigation, the root cause was attributed to a user-related issue. The lag screw adapter was used during extraction surgery, but, as stated by the operative technique, another combination of instrumentation is to be used for extraction (large elastosil t-handle connected to the lag screw inserter and the connecting bolt). The lag screw adapter is to be used for lag screw insertion only. The visual inspection revealed one point in which high force was applied, force that caused the fracture of the small threaded segment. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During inspection, it was found that a tip of adapter is broken. According to the sr, it was used and broke during extraction surgery.

Event description:
During inspection, it was found that a tip of adapter is broken. According to the sr, it was used and broke during extraction surgery.